Manufacturer narrative:
The sample was returned for evaluation. Investigation is in progress. The device history record could not be reviewed because a lot number was not provided. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use states the following precautions: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An additional warning states: "drain breakage may require surgical removal." (B)(4).

Event description:
It was reported via medwatch that while the surgeon was pulling the drain to remove it, the internal drain piece snapped from the clear external drain tubing. The pt was taken to surgery for removal of the drain without any complications.